Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reported question mark symbols in percent pacing and a message about invalid data in histograms. It was discovered that this was parity error due to the patient having radiation therapy. The error has no impact on device functionality. The device remains in use. No patient complications have been reported as a result of this event.